Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx coronary drug-eluting stent was attempted to be used to treat a lesion. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. It was reported that the catheter detached, cracked or fractured during delivery through the vessel. It was stated that the wire 'split apart while inside the patient'. The patient was reported to be alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the device returned with a detachment on the hypotube distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. Kinks were evident on the hypotube distal and proximal to the detachment site. No other damage evident to the remainder of the device. Additional information: lot number received. If information is provided in the future, a supplemental report will be issued.